Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10: at the time of this investigation, the device has yet to be returned. The customer received a replacement device through the exchange program. No subsequent calls have been received regarding this issue or the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the loudspeaker is defective. The device was not in use on a patient.